Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 600 mg/dl. The mother stated that the customer changed the infusion set twice, but the insulin pump never alarmed no delivery. The mother was concerned that the no delivery alarm might not be working, but she declined to conduct the high pressure test at this time. Nothing further was reported.